Manufacturer narrative:
At a later time, a second proposal for onsite service was sent to the customer for replacement of the blower and/or gas delivery system (gds) but was also cancelled. A third proposal was later sent to the customer for onsite service and was accepted. A philips authorized service provider (asp) went onsite and replaced the blower assembly to resolve the reported issue. The philips asp replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had pressure errors. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit had pressure errors. The customer attempted to replace the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue, but it was unsuccessful in resolving the reported issue. Onsite service is currently pending. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
It was reported that the unit had pressure errors. The customer attempted to replace the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue, but it was unsuccessful in resolving the reported issue. A proposal for onsite service was sent to the customer but later cancelled due to no response from the customer. At a later time, a second proposal for onsite service has been sent to the customer for further evaluation. This investigation is ongoing.

Manufacturer narrative:
The customer was sent a gas delivery system (gds) and blower assembly. At this time, it is unconfirmed whether the customer replaced the parts and the reported issue was resolved. The customer was sent a gds and blower assembly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that the unit had pressure errors. The customer attempted to replace the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue but it was unsuccessful in resolving the reported issue. The customer declined service and repair. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.